Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away due to suicide. The blood glucose reading at the time of passing was unknown. The customer's father stated that the customer had been wearing the insulin pump at the time of death. He advised that he had not received details from the autopsy as to how the customer committed suicide. Requested return of the insulin pump for analysis. Nothing further reported.